Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia while connected to the ilet and self-administered external insulin via mdi after attempting an ineligible ¿less than¿ meal announcement; the ilet was subsequently paused and the user was counseled to avoid administering outside insulin while connected to prevent insulin stacking. Symptoms included hypoglycemia with capillary glucose readings in the 50s mg/dl and the user reporting feeling a little low. Outcomes included the need for oral carbohydrate treatment, after which glucose increased to 106 mg/dl and rising. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and the device component assessment was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.